Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 626214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, pelvic pain, menorrhagia (severe), abdominal pain, vaginal discharge, urinary frequency, back pain, headache, clotting disorder, endocervical curettage, pregnancy (cmv infection) and uterine fibroid. Concurrent conditions included galactorrhea (severe), cough, sinus disorder, nipple discharge, abdominal pain, nausea, vomiting, indigestion, heartburn, constipation, diarrhea, genital bleeding, dizzy, dvt, cmv infection, dysplasia, corpus luteum cyst, chlamydial infection and depression. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), back pain ("lower back pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), vaginal infection ("vaginitis"), cervicitis ("cervicitis"), headache ("headaches"), urinary incontinence ("urinary incontinence"), ureterocele ("ureterocele"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (underwent a procedure to remove the essure (hysterectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia, feeling abnormal, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vaginal infection, cervicitis, headache, urinary incontinence, ureterocele, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, cervicitis, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, ureterocele, urinary incontinence, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: galactorrhea, headaches, dysmenorrhea, dyspareunia, migraine, alopecia, menorrhagia, vaginal hemorrhage and fatigue." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 626214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, pelvic pain, menorrhagia (severe), abdominal pain, vaginal discharge, urinary frequency, back pain, headache, clotting disorder, endocervical curettage, pregnancy (cmv infection) and uterine fibroid. Concurrent conditions included galactorrhea (severe), cough, sinus disorder, nipple discharge, abdominal pain, nausea, vomiting, indigestion, heartburn, constipation, diarrhea, genital bleeding, dizzy, dvt, cmv infection, dysplasia, corpus luteum cyst, chlamydial infection and depression. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), back pain ("lower back pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), vaginal infection ("vaginitis"), cervicitis ("cervicitis"), headache ("headaches"), urinary incontinence ("urinary incontinence"), ureterocele ("ureterocele"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (underwent a procedure to remove the essure (hysterectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia, feeling abnormal, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vaginal infection, cervicitis, headache, urinary incontinence, ureterocele, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, cervicitis, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, ureterocele, urinary incontinence, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: galactorrhea, headaches, dysmenorrhea, dyspareunia, migraine, alopecia, menorrhagia, vaginal hemorrhage and fatigue." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 31 year old patient. Her demographic was added. Her historical/concurrent condition was added. Plaintiff fact sheet received. Following events: abnormal bleeding (menorrhagia), vaginitis, cervicitis, headaches, bacterial vaginosis, urinary incontinence, ureterocele and bladder or urinary problems or changes were added. On (B)(6) 2018: reporter information was added. Her concurrent condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), back pain ("lower back pain"), alopecia ("hair loss"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.